Event description:
It is reported that the device would not snap into place during surgery in 2007, resulting in extended surgery time.

Manufacturer narrative:
Eval summary: the lcck poly was evaluated for its fit onto a nexgen tibial plate size 5. The poly was assembled by hand as is recommended in the surgical technique, and it snapped into the rail and assembled well without any problem. The device shows deformation and gouging marks on anterior side indicating the use of an articular surface instrument which is not recommended as tip of instrument interferes with poly. Incorrect insertion of poly by the user is the cause of the problem. Inferior rim exhibits significant deformation, particularly on the anterior aspect. This deformation is preventing the device from fitting into the applicable profile gauge. There is also impact damage around through the hole on the superior side, as well as to the face of the support post. Device history records indicate device manufactured to specification. There is no indication that design or MFR contributed to this outcome.